Manufacturer narrative:
Testing of the device was conducted at the user facility by the field service engineer. During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to a broken micro controller unit (mcu) printed circuit board. The cause of the broken mcu printed circuit board could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.